Event description:
It was reported that during an operative procedure where electrocautery was used, noise was observed on multiple episodes on the right ventricular lead via a remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 ipg implanted: 2014 (B)(6). (B)(4).